Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2015. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant via the {vein listed in the pps} due to prior deep vein thrombosis (dvt). Patient is alleging migration-retroperitoneum; extension into bilateral iliac veins, vena cava perforation, organ perforation (mesenteric), embedment, ivc stenosis, post-thrombotic syndrome, dvt. Patient notes and further alleges "I also experience anxiety, mental anguish and stress bout any related injuries". Successful filter retrieval (B)(6) 2018. Per the ivc (inferior vena cava) filter placement report dated 18apr2015: "the ivc filter was deployed in the infrarenal ivc". Per the 21jun2018 filter retrieval report: "impression: successful complex filter retrieval of an embedded gunther tulip ivc filter. Chronic total occlusion of the infrarenal ivc was refractory to aggressive recanalization attempts from above and below. May consider repeat attempt in the future".

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01255.